Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During removal of the cement, the 300mm serrated rongeurs that the physician was using broke and the jaw was lost in the femoral canal. Several attempts to retrieve it, were unsuccessful.